Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced a failure to alert after which the experienced a hypoglycemic event. The day of the event the patient experienced feeling dizziness and loss of consciousness. The ¿last¿ cgm reading was 123 mg/dl, and when she experienced symptoms the cgm reading was 70 mg/dl, which should have triggered a low alert, but none sounded. She was assisted by two nurses, who were customers, but no medications were given. The store called an ambulance and upon arrival, they transported the patient to the hospital without a fingerstick test and treatment. At the hospital the patient was treated with intravenous fluids. The patient had a ¿goose egg¿ to her head which was understood as a bump from a fall when she passed out. A CT scan, x-ray and ECG were made but showed no abnormalities. No further treatment was reported to be needed and after 4 hours the patient was discharged. When the patient left the hospital the cgm reading was 158 mg/dl, and the blood glucose reading was 150 mg/dl at the time of the report the patient was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.